Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of the insulin pump did not work to a point that it did not allow her to do a bolus at times. The customer¿s blood glucose level was 132 mg/dl at the time of incident. Customer also stated that the buttons were not responding. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.